Manufacturer narrative:
(Required secondary intervention). Evaluation: results: (arterial and venous occlusion). (2 renal arteries on each side). Evaluation: conclusion: (2 renal arteries on each side).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The patient had 2 renal arteries on each side and the overall anatomy was unremarkable for endovascular repair. It was reported that after the stent graft was implanted there was partial occlusion of a large accessory renal artery on the right side; however, there was still blood flow through the artery. The physician attempted to place a stent in the partially occluded renal artery but was unable to access the renal artery. He attempted to pull the stent graft down with a balloon and the stent graft may have moved down but the accessory renal artery was still partially occluded. There was blood flow into the renal artery and for this reason the physician decided to not further intervene. No additional clinical sequelae were reported and the patient is fine.